Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient had some oozing from the impella access site. Perclose was tightened and epi lido was injected for hemostasis. It was further reported that access site bleeding occurred from peel away while md was repositioning the cp. Systemic heparin was stopped. The patient remains on impella cp support on the date of this report.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation the root cause of the access site bleeding was most likely due to anticoagulation management since hemostasis was achieved by stopping heparin. The following have been reported incorrectly or missing from manufacturer device report. B2 outcomes attributed to adverse event missing. E4 should have been left blank. G1 reporting contact fax number missing.